Event description:
Customer description: "we believe that the temperature control was bad, because on the ept ablation generator the selector would not default to "temperatures", which according to the ept tech support it is supposed to do each time the cahteter is connected to the automatic personality module (apm). Furthermore, the generator could not be manually changed to the "temperature" selection. Device usage problem: device malfunction - that is, the device did not do what it is supposed to do." Initial complaint description only stated, "would not work properly". Still waiting for the following information from the risk management staff: corrective action, procedure outcome and patient outcome.